Event description:
No further information regarding the mpu loss of power was provided.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted (B)(4) for review that showed events spanning approximately 13 days (18dec2024 ¿ 31dec2024 per timestamp). Two loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active on 24dec2024 from 21:24:19 ¿ 21:24:32 which appear to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that what looks like a power cut on (B)(6) 2024 on one occasion lasting 5 seconds and the other 3 seconds were seen. The ebb was exchanged (B)(6) 2024. The cause of the low power and power cable disconnect alarms was not identified. No other pieces of equipment were exchanged. No products would be returned. The log files were reviewed and found loss of external power events associated with no external power, power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) on (B)(6) 2024 from 21:24:19-21:24:32.